Manufacturer narrative:
(B)(4). Approximate age of device ¿ 76 days. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, the patient presented with hemolysis, was intubated, and inotropes were started. The hemolysis labs revealed an increase in the lactate dehydrogenase level and cardiogenic shock. The patient¿s pump was emergently exchanged.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 16 inches from the pump housing. The remainder of the driveline was not returned. The inflow conduit and the outflow graft were not returned. The pump appeared to have been exposed to a fixative agent. Upon disassembly of the returned device, visual inspection of the outlet stator revealed a large, denatured deposition occluding most of all three of the stator¿s vanes. Areas of denaturation were observed on the deposition and contact marks were present on the distal side of the rotor, indicating that it was present while the pump was supporting the patient. Although a specific cause for the development of the deposition and the duration of time for which it was present in the pump could not be conclusively determined, it could have contributed to the reported elevation in ldh. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.